Event description:
Additional information received reported that the manufacturer representative did not know the cause of the lead migration. It was noted that the patient had an explant and the physician did not want to remain at the time. It was noted that the patient had a successful pump trial and was pending implant.

Manufacturer narrative:
Analysis of the lead found that the body was cut through and the product segmented. Analysis of the implantable neurostimulator (ins) found that there was no anomaly. Analysis of both anchors found that there was no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had to have the entire system removed to have an MRI. Prior to explant on (B)(6) 2014, the patient reportedly was getting 20% pain relief to his tailbone area, which was the patient¿s worst area of pain. The patient wanted to be re-implanted the same day. It was reported that the bottom 4 electrodes/contacts of the lead were out of the epidural space and ¿injex¿ bumpy anchors were used on the lead. An anchor issue was reported, specifically insertion retention. After seeing that, the physician wanted to wait and retrial the patient due to not knowing the optimal lead location. It was noted the trial was performed in dallas and a trial x-ray was unable to be obtained. It was unknown if any diagnostic or troubleshooting was performed. The patient¿s status was noted to be alive-no injury. No patient symptoms or complications were associated with the event. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: neu_silicone anchor, serial# unknown, product type: accessory. Product ID: neu_silicone anchor, serial# unknown, product type: accessory. Product ID: neu_silicone anchor, serial# unknown, product type: accessory. Product ID: neu_silicone anchor, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: after further review of the event, the phrase "physician did not want to remain at the time" is being changed to "physician did not want to re-implant at that time."